Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized, "I have an srom product that was put in a year and a half ago and I¿m having a number of issues and I just want to talk to someone about the revision success rate my best way of really determining if the process is loosening and if it is what I will be experiencing. I just need a talk to someone before I get another surgeon to get second or third opinion of what my options are. I appreciate a callback from someone to help me understand those things. He indicated he had his right hip replaced in october of 2017. He has since been experiencing pain and possible loosening (which hasn't been confirmed). All tests have been negative for infection. Patient hasn't been revised at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.